Manufacturer narrative:
H3 other text: asset was received by the complaint handling investigative unit after being escalated for investigation by an affiliate organization, but could not be located. This most likely happened at global end, or as a result of a failure in handling. It is not possible to determine the source of the error.

Event description:
It was reported the patient received the following results within 15 minutes: 500 mg/dl, 350 mg/dl, 250 mg/dl and 75 mg/dl. The customer stated he felt symptoms of low blood sugar, but he was able to treat himself with orange juice.